Event description:
Severe pain all the time: cramping (like menstrual cramping). Incontinence all of the time (1 roll of toilet paper daily), lower back aches all the time, more when standing or walking. Pain radiates down legs and groin area, bladder infections which I've never had, blood in urine. Hospitalized 8 times in the past 7 yrs for what the doctors said was diverticulitis. I had a second opinion at another hosp which now they are saying that I have never had.